Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of optical signal issue has been completed. The pump was not returned. Data logs were not recovered. The cause of the optical signal issue was not determined since product was not returned, data logs were not recovered, and insufficient clinical details.

Event description:
The complainant reported that an impella 5.5 pump was implanted. During patient support, the placement signal was lost, and no waveforms were observed. The white cable was checked and confirmed to be securely connected. No patient harm or injury was reported.